Manufacturer narrative:
Fast-fix 360 curved needle delivery system was returned for evaluation. The visual assessment of the device showed no ts or sutures remain on the needles. No suture or ts were returned. The actuator is in its pre t2 deployment position on each device indicating a deployment of t1 and a pre-deployment of t2. Devices were functionally tested for proper actuator advancement and cycling, device functioned as intended. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a knee arthroscopy procedure it was reported that t2 was released in the joint. Only two sutures were placed. There was a maximum of a fifteen minute delay and t1 was removed. The doctors pulled very hard on the suture and all buttons (t's) came out.